Event description:
It was reported that the lead exhibited high capture threshold of 4.5 v at 0.8 ms due to dislodgement. The lead was successfully repositioned. During the procedure, the patient had to be intubated due to vomiting.